Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was reimplanted in (B)(6) 2018. Reimplantation has been discussed and suggested by the ci team.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Upon activation (B)(4) 2018 of the concerned device, all channels were within normal limits. Re-implantation has been suggested but there is no date scheduled.

Event description:
Device malfunction reported. Upon activation in may, 2018 of the concerned device, all channels were within normal limits. The recipient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient was re-implanted, but the device has not been received for investigation yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Device malfunction reported. Upon activation in may, 2018 of the concerned device, all channels were within normal limits. The recipient was re-implanted.